Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient had a potential infection with drainage on the left preauricular area. There is no other information at this time.